Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of erratic results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 101-150mg/dl fasting. Verified the strips expire 03/31/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test 25mg/dl and 123mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned with the results of 123 and 25; on (B)(6) 2015, customer date and time is incorrect. No adverse event reported.